Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that since she had had an x-ray taken a few months prior, she had been having higher blood glucose than normal. She stated that she would take a correction for 90 units of carbohydrates via bolus, even though she only had 30 units, and her blood glucose would remain high. The customer's blood glucose was 140 mg/dl and most recently, 192 mg/dl. She reported observing an air bubble in the reservoir and also a possible presence of air bubbles in the infusion set. She manually primed in order to get the air bubbles to move. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current set while disconnected from the device. She reported that the insulin exited the quick release. She noted a no delivery alarm in the alarm history. She was unable to complete the troubleshooting due to lack of tubing clamps, which she was advised would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.